Event description:
Caller states the customer tested in the 65 mg/dl to 75 mg/dl range over three days on the advantage sensor system. Due to the low results the customer did not take her medication. The customer reported extreme thirst, fatigue, and increased urination. The caller took the customer to the hospital due to these high blood glucose symptoms. The customer tested over 800 mg/dl on a professional device. She was treated with "rapid" insulin and metformin and released from the hospital 24 hours later. The customer's condition has improved. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).